Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found.

Event description:
It was reported the patient had a history of ischemic cardiomyopathy, severe lv (left ventricular) dysfunction, and was not pacemaker dependent. The patient refused an ICD, so a pacemaker was implanted. The patient had been seen the day after implant and then 5 days later arrived to the ER unresponsive and in pea (pulseless electrical activity). The patient was not able to be resuscitated and died in the ER. Follow up with the health care professional reported the cause of death to be an mi (myocardial infarction) with vf arrest, low ef (ejection fraction) , cad (coronary artery disease), and renal failure. There is no allegation from a health care professional that the death was device related.